Manufacturer narrative:
Evaluation of the returned neuron max confirmed a fracture on the distal shaft. If the device is retracted against resistance during use, damage such as a fracture may occur. The reported tortuous patient¿s anatomy may have contributed to resistance during the procedure. Further evaluation revealed a kink on the distal shaft. This damage was not mentioned in the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery (ica) using a neuron max 6f 088 long sheath (neuron max), an angiographic catheter (5f), and a guidewire. It should be noted that the patient had a type iii arch. During the procedure, the physician experienced resistance while advancing the neuron max. The physician then decided to remove the neuron max from the patient. After removing the neuron max, the physician found that it was fractured at the distal end. Therefore, the neuron max was no longer used in the procedure. The procedure was completed using a new neuron max, the same angiographic catheter, and the same guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.